Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 2.50mm wolverine cutting balloon monorail was selected for use. During second inflation, it was noted that the balloon was ruptured at 12atm for 30 seconds, vertically separated at the distal part. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications reported and the patient was good post procedure.